Event description:
I received an email from a staff member stating that when discontinuing the patient controlled analgesic (pca), 250ml of morphine remained in the bag and only 223.4 was expected. The nurse states that during checks the pump appeared to be functioning properly, however the patient was not receiving any of the drug.